Event description:
It was reported that the pen ndl 32g 4mm pro was unable to deliver medication, and experienced a needle that broke off. The following information was provided by the initial reporter: the user reported that drug hadn't come out because the needle npe had been broken.

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned sample and photos and a bent non patient of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm pro was unable to deliver medication, and experienced a needle that broke off. The following information was provided by the initial reporter: the user reported that drug hadn't come out because the needle npe had been broken.